Event description:
The customer reported an intermittent connection with internal paddles.

Manufacturer narrative:
(B)(4): the customer reported an intermittent connection with internal paddles. The unit was evaluated at philips. The symptom could not be duplicated. No related parts were replaced. The device was returned to the customer after passing all testing. We are considering this a malfunction. We cannot determine the cause, since the symptom could not be duplicated.